Event description:
It was reported that stent damage occurred and the procedure was cancelled. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 38 synergy ii des drug-eluting stent was advanced for treatment. However, the procedure was cancelled due to the device that failed to cross the lesion and got damaged. The stent was removed by the physician. Nothing was implanted to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 38 synergy ii des drug-eluting stent was advanced for treatment. However, the procedure was cancelled due to the device that failed to cross the lesion and got damaged. The stent was removed by the physician. Nothing was implanted to complete the procedure. There were no patient complications reported. It was further reported that the device only failed to cross the lesion and no stent damaged was noted as previously reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped profile. The undamaged stent outer diameter was measured using snap gauge within max crimped stent profile measurement the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Manufacturer narrative:
B5: describe event or problem: corrected e1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). H6: device codes- material deformation removed.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 38 synergy ii des drug-eluting stent was advanced for treatment. However, the procedure was cancelled due to the device that failed to cross the lesion and got damaged. The stent was removed by the physician. Nothing was implanted to complete the procedure. There were no patient complications reported. It was further reported that the device only failed to cross the lesion and no stent damaged was noted as previously reported.